Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. Aneurysm morphology from the time of implant was not reported. The aortic neck was short and angulated. It was reported that the stent graft was explanted as it was determined that there was type I endoleak that could not be resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short angulated aortic neck).